Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: vcp726d products are mixed into the device box labeled as vcp739d. Investigation summary: it was reported product mix / incorrect component. Two photos were provided for analysis. Upon visual inspection of the pictures, one sealed foil product code vcp726, lot km7091 could be observed. However; no conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that a packet of suture was mixed into a box of a different suture. The product was not involved in any surgery. There is no report on patient's injury.